Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports a month after the dental implant was placed in ada site 3 in type ii bone, the implant had not achieved osseointegration. The site was grafted with bio-oss. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reports a month after the dental implant was placed in ada site 3 in type ii bone, the implant had not achieved osseointegration. The site was grafted with bio-oss. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).